Event description:
It was reported that the patient presented to the emergency room due to receiving multiple shocks. Device interrogation revealed that the shocks were a result of undersensing and oversensing noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. The patient condition was stable.